Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks after the implant procedure, the implantable cardiac monitor (icm) patient "rolled over in bed" and the device "popped out" of the incision site. The icm is no longer in use. No patient complications have been reported as a result of this event.